Event description:
New information noted that programming changes were made to resolve the over-sensing issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The results/method and conclusion codes along with investigation results will be provided in the final report. Further information was requested but not received.

Event description:
It was reported that the patient presented via remote transmission with post paced t-wave oversensing and myopotential oversensing. Patient was seen in clinic and oversensing was seen again. Programming changes were discussed. Patient condition was stable.